Event description:
Information received indicates the siderail will not stay up.

Manufacturer narrative:
The technician found the left siderail end tube was broken. He replaced the end tube to repair the stretcher.